Event description:
The customer tested her blood glucose using the contour next and a different meter. She received a 50-60mg/dl higher reading on the contour next. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was asked to return remaining strips for evaluation. New strips were sent to her.